Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The severed carrier tube hub portion and hemostasis sheath were returned for evaluation along with the locator. The tamper tube was returned placed in the remaining shaft of the carrier tube. Visual inspection revealed that the carrier tube was cut below the hub of the device cap and was separated from the hemostasis sheath. The tamper tube was returned inserted into the carrier tube shaft. The deployment sleeve of the device was in full rear lock position with color bands fully exposed. There is a slight deformation observed on the left latch of the deployment sleeve. The bypass tube was found at the proximal end of the device cap. No damage was identified along the length or at the distal end of the hemostasis sheath. A slight kink has been observed at the blood inlet holes of the arteriotomy locator. To determine the cause of the issue, the tensioner was removed from the device cap. A blood like substance was found over the tensioner in the device cap. Several turns of the suture were present within the suture wind disk. Functional testing was performed. A pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No functional anomalies were noted. No gross anomalies were noted with the tensioner plug. Based on the finding of the evaluation, the complaint could be confirmed for withdrawal difficulty since the returned device was severed which indicates that some form of resistance occurred. The tensioner was examined to ensure that the suture lock-up did not contribute to the allegation. The suture was able to be unwound easily upon functional testing. No functional anomalies were found with the tensioner as well. Based on the available information, no conclusion can be drawn as to the cause of the user's difficulties. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician used an angio-seal device that had an unknown deployment malfunction, causing the entire device to get stuck in the patient. They were able cut and release the suture so that they could manually deploy the angio-seal. There were no patient complications. The patient was reported to be in good condition. The procedure outcome was successful and optimal. Additional information 17nov2020. The procedure for patient was a heart catheterization, coronary angiogram with grafts. A pre-deployment angiogram was performed. After cutting the suture, they manually tamped the collagen to perform hemostasis with the device. A 5fr sheath was upsized to 6fr prior to the use of the angio-seal. The patient condition was stable.